Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that there was a loss of efficacy on (B)(6) 2016 and the patient experienced aggravated symptoms including perineal pain and a bloated belly. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also noted that no diagnostics or troubleshooting were performed. The seriousness of the event was noted as not serious. The etiology was not related to the procedure, but related to the device. The actions/interventions taken to attempted to resolve the issue included reprogramming the implantable neurostimulator (ins); the event remains ongoing. The patient's medical history included fecal incontinence due to peripheral neuropathy and obstetrical causes since 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no action was taken and the event resolved on (B)(6) 2017. No further patient complications have been reported as a result of this event.